Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid right coronary artery with mild tortuosity. The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced for direct-stenting, but the sds could not cross to the lesion due to the anatomy. No force was applied. The sds was removed and resistance was noted with the anatomy. Dilatation was performed and a new 3.0 x 23 mm xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. Evaluation summary: the device was returned for evaluation. Failure to advance and difficult to remove from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, because no calcification was reported, it is unknown if the IFU deviation directly caused or contributed to the reported complaint.